Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. Customer declined to load a new cartridge and continued using the existing cartridge for insulin therapy.